Event description:
Pt had mitral regurgitation, and dyspnea. The mitral valve had "become unseated" and had undergone "dehision during and/ or after surgery". The valve was explanted and replaced with another sjm valve.